Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. Quality engineering evaluated the handpiece device and it was determined that the adhesive joint from the connector shell had come loose, the device was getting hot, the bearings were worn, and a few components were damaged. It was noted that the red dot on the connector shell had partially fallen off, and the inner tube was torn in half in the ¿swivel¿ area. It was further determined that the device failed pretest for visual assessment, temperature assessment, and connector loctite assessment. Therefore, the reported condition that the device was overheating and making noise was confirmed. The assignable root cause of the loose connector shell was determined to be a manufacturing related issue, that is covered under a CAPA. The assignable root cause of the heat, worn bearings and component damage was determined to be traced to component failure due to normal wear. A review of the device history was performed and no non-conformances were detected related to the reported condition.

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation, therefore, the reported condition cannot be confirmed, and/or duplicated. UDI: (B)(4).

Event description:
It was reported from (B)(6) that the handpiece device was making noise, and had overheating issues. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly